Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the harmonic ace instrument broke while inside the patient. The surgeon was able to remove the broken piece from the patient during the same procedure which was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa). The harmonic ace instrument was analyzed, and fa was able to reproduce/confirm the reported complaint. The instrument was found to have a blade broken. The blade broke at the base and the broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.